Event description:
Our sales rep reported that there a miss drilling occurred.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.